Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete unique identifier (UDI) #.

Event description:
It was reported that this guide wire caused an intravenous perforation. This guide wire was never in service. No additional adverse patient effects were reported. This guide wire will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this guide wire caused an intravenous perforation. This guide wire was never in service. No additional adverse patient effects were reported. This guide wire will not be returned.